Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provided (hcp) that their patient was taken to the emergency room at (B)(6) hospital due to hypoglycemia. At the time, the patient's blood glucose level had dropped to 2.0 mmol/l (36 mg/dl) while wearing the pod between 5 and 24 hours. According to the hcp, the patient experienced an auto-event and received 0.05 units of insulin between 9:08 am and 9:48 am. Earlier that morning, at approximately 6:30 am, the patient had administered a bolus of 2.8 units but had not taken any additional boluses before the hypoglycemic event began. When blood glucose levels began to drop and reached 3.3 mmol/l, the patient consumed apple juice. However, this did not prevent further decline, and glucose level dropped to 2.0 mmol/l. Glucagon (glucagel) was administered, but the patient became unconscious and required emergency transport to the hospital. At the hospital, the patient was given food and closely monitored. Blood glucose rose to 19 mmol/l, prompting a switch to manual mode. At approximately 1:00 pm, after the patient ate, the glucose level decreased to 13 mmol/l. A meal bolus was administered at that time, with no correction dose. The hospital visit lasted 5 hours.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs.